Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient knee became unstable. Surgeon replaced the double high advance insert (10mm) with a 12mm advance medial pivot insert.